Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer declined further troubleshooting with tandem technical support and reported they would load a new cartridge when available; no addition information was available. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.